Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical prostatectomy, the balloon disengaged from the trocar/sleeve. Another trocar was opened to complete the procedure. There was no patient injury.